Manufacturer narrative:
The complaint investigation for falsely negative alinity I anti-hbc ii results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. The ticket search by lot indicates that the reagent lot(s) perform as expected for this product. The trending review determined no trends were identified for the product for the issue. In-house testing was completed using a retained reagent kit of the complaint lot in a sensitivity setup. All specifications were met and no false nonreactive results were obtained, indicating that the sensitivity performance is not negatively impacted. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (biomex seroconversion panel scp-hbv-001 and scp-hbv-004). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not negatively impacted. The device history record was reviewed and determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for alinity I anti-hbc ii reagent lot 27624be01 was identified.

Manufacturer narrative:
Patient identifier: (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p87 that has a similar product distributed in the us, list number 7p84. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer obtained a (B)(6) alinity I anti-hbc result for a patient. The following results were provided (reference range: (B)(6)): sample ID (B)(6): initial anti-hbc result: (B)(6); repeat results:(B)(6); the previous historical anti-hbc result for this patient was (B)(6). There was no impact to patient management reported.